Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that with a bad blower controller printed circuit board. No patient involvement.